Event description:
Prior to a routine device exchange, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and noise was reproduced in real time. The suspected root cause was ra lead damage, however, no further intervention was performed. The patient was stable and will continue to be monitored.